Event description:
A ventilator was returned to the MFR for routine preventive maintenance. Ther was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a failure of the device to power on was observed. The device system board was replaced to address the issue.